Event description:
Customer alleged the head function works intermittently and allegedly found out there is a weak terminal connection between the head motor and head motor cable. Qt (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model bed10-1633, serial number/date code (B)(4) is approximately 3 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the head function of the bed allegedly only works intermittently. There was allegedly a weak terminal connection between the head motor and head motor cable. Quote (B)(4) has been issued for replacement parts. No injury alleged. The damaged product is to be returned to invacare for an inspection and evaluation.